Event description:
It was reported that during the procedure the tip of the fiber broke. The physician removed the foreign body clamp and checked the integrity of the fiber. A new fiber was used to complete the procedure with no patient complications.

Event description:
It was reported that during the procedure the tip of the fiber broke. The physician removed the foreign body clamp and checked the integrity of the fiber. A new fiber was used to complete the procedure with no patient complications.

Manufacturer narrative:
D3 manufacturer name and address corrected

Event description:
It was reported that during the procedure the tip of the fiber broke. The physician removed the foreign body clamp and checked the integrity of the fiber. A new fiber was used to complete the procedure with no patient complications.